Event description:
It was reported that after 15 minutes of the dressing change for the home patient, the renasys touch pump's alarm activated and indicated a ¿warning ¿ blockage : tubing or canister may be blocked¿ sign. The issue was resolved by changing the pump, from renasys touch pump to renasys go pump (with renasys go canister large) which is a standby pump at the center. No patient harm / injury reported. The treatment was slightly delayed, and the faulty product was contaminated and unable to be returned for investigation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include kinks, leaks in the vacuum circuit or a component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.